Manufacturer narrative:
The patient's lead information and concomitant medical product information is unknown at this time. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial lead procedure, it was noted the physician gained epidural access, but was unable to advance the trial lead to the desired area due to the patient's anatomy. After multiple attempts, the procedure was abandoned.